Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank screen and the insulin pump would not power on at all. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They inserted a new battery but the display did not return. They performed an insulin pump rest and inserted a new battery. The insulin pump powered up but a button error appeared and they were unable to clear the alert. The time clock was not moving forward. They inserted another new battery and observed the insulin pump for 3 minutes. They received a battery out limit alarm and they were unable to clear the alarm. The time clock had advanced but they were unable to clear the alerts. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.